Event description:
Pt reported experiencing elevated blood glucose of >300 mg/dl. Her normal range is 130-150 mg/dl. She indicated that her physician recommended range is 90-120 mg/dl. Pt stated that she switched to the backup infusion device, changed the infusion site, insulin cartridge, tubing, and batteries and her blood glucose level returned to normal. She did not report any symptoms associated with this issue. No medical assistance was reported. Product was requested to be returned for eval.